Event description:
It was reported that the patient with this implantable pacemaker experienced head-butted and is currently not feeling well. The patient was unsure whether a lead had become loose and was referred to the physician for further evaluation. At this time, this pacemaker remains in service. No adverse patient effects were reported.